Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl for non-malignant pain. It was reported that the patient stated the communicator was not holding a charge. The patient stated they had to put them on the charger maybe 4-6, times or more per day. The patient said the charging port had come loose and are damaged. The agent asked when this all started and the patient said about a week or two ago ((B)(6) 2026). A request was sent to the repair department. Information omitted and split into (B)(4) - handset issue, ptm issue, pain.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# npa456568n implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 06-nov-2026, UDI#:(B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.